Event description:
Follow up information identified the patient's scs ipg was replaced. The reported issue has been resolved.

Event description:
Follow up information identified the patient forgot to recharge the ipg.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time. As such, the ipg was no longer able to communicate. As a result, surgical intervention may be pending to address this issue.